Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the device was sterilized by autoclave sterilization by wrong handling by user although the device is not compatible with autoclave sterilization (high pressure steam sterilization). The event can be prevented by following the instructions for use which state: do not steam sterilize the camera head. The camera head is damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was confirmed that steam sterilizing the ch-s190-08-lb camera head is not supported. Additionally, the evaluation found: due to incorrect reprocessing, the cable was expanded; due to a faulty charged coupled device, there was noise on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head was being incorrectly reprocessed by steam sterilization. The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event.